Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports the watchdog alarm on their 8015 (sn: (B)(4). Case resolution: - informed customer this is a power circuit related issue. - when asked, customer stated they are using third part batteries. - informed the customer the third party battery most likely damaged the 120v switching power supply, along with the power supply board. - informed the customer they would need to replace the non alaris battery, power supply board, and switching power supply. - recommended sending in for repair. - customer will seek direction from management. Ended call. (B)(4).